Event description:
It was reported that during a procedure to treat a 6 cm tumor, three handles and one reload were difficult to fire, resulting in an extended surgical time. The surgeon used multiple cartridges because the device could not be fully activated. When the cartridge was closed on the lung, the anvil bounced back. It was noted that the handle was cracking. The device was replaced twice to resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instruments' firing knobs were retracted. The articulation levers were in neutral position. It was reported that the device was difficult to fire, made a strange noise and jaw will not remain close. The reported issue was not used as intended. The product analysis noted evidence that the device was not used as intended. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. 3. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo ultra universal short, endo ultra universal or endo ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. When using the stapler more than once during a single surgical procedure, be sure to remove the empty endo single use reload and load a new one. A safety interlock is provided that prevents an empty single use reload from being fired a second time. Do not attempt to override the safety interlock. Overriding the safety interlock will cause device malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 6 cm tumor, three handles and a reload were difficult to fire, which resulted in extended surgical time. The surgeon used several cartridges because it was unable to activate the device correctly and when the cartridge was closed on the lung, the anvil bounced back. The device was replaced two times to address the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5j1184) egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5h0844) unknown egia su, unknown endo gia sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.